Event description:
During an atrial fibrillation procedure, blood leaked from the hemostasis valve of the swartz braided transseptal guiding introducer. When a non-abbott (octaray) catheter was removed from the swartz braided transseptal guiding introducer after mapping, it was noted that blood leaked from the hemostasis valve. The swartz braided transseptal guiding introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported swartz braided transseptal guiding introducer. Air movement into the patient was not identified. No additional venipuncture was performed due to introducer replacement. The only products inserted directly into the hemostasis valve were the included dilator and non-abbott (octaray) catheter.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.